Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that blood spill occurred in the centrifuge. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported blood spill issue was verified during service. Service technician observed blood/fluid spill in the bowl area. Service technician attempted to clean the unit but found that the drain tube to be clogged, and fluid overflowing. During the clean cycle, found the centrifuge to be making excessive noise. The issue was resolved by replacing centrifuge. Preventive maintenance was performed as per specification. Note to d.9: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.